Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.a review of the device history records has been requested.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was performed for the subject device. Our investigation shows slightly wear and tear signs at the tip of the screwdrivers shaft. The manufacturing review of the screwdrivers shafts shows that the production procedure, of both instruments, was according to the specifications. We found a non-conforming report, regarding the screwdrivers shaft, which had no negative influence onto the design, functionality and quality of the product. The correct material (1.4028) and hardening (range: 485 0/+60 hv10) procedure was used. A 100% functional check guaranteed the functionality of all instruments when left our facility. Based on the received information it is impossible to ascertain, if the deformation was caused during the implanting or after explanting process. We can only assume that during use the screwdriver was not fully inserted into the screw recess. By this the force was not allocated on the whole cruciform. This occurrence could lead finally to the wear and tear and the malfunction of the devices. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correct date received by manufacturer for previously submitted report (follow up #3) was mar 9, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(4) as follows: it was reported that the screw removal from the lower jaw took about 1-hour. On the right side, 4 of the 6 screws were successfully extracted; however, the remaining 2 needed ultra-sonic bone-crasher to shave at around the screws since the screw heads got worn out. In the end, the 2 screws were extracted by using the elevator inserted between the plate and the bone. As for the left side, all the screws came off. There was a 40-minute surgical delay reported. The doctor commented that considering the mechanical force, which is needed to extract the screw from the cortical bone, the retention of the current screw driver is not adequate (too weak). This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: device history request was conducted, the report indicates that the: non conformance report (B)(4) was generated to check up some parts. Products are considered to be in compliance to the documents. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.